Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise resulting in right ventricular over-sensing was observed on the right ventricular lead. Programming changes were made. The patient was to continue with follow up in clinic and was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. A partial lead was returned in one piece measuring 22.0 cm . Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found. Visual inspection of the lead found internal insulation abrasion [was noted at 21.5 cm to 22.0 cm from the connector pin] breached all cable lumens with no damage to the etfe (ethylene tetrafluoroethylene) cable coating. Unable to determine condition of the etfe cable coating and ptfe (polytetrafluoroethylene) liner due to the condition of the lead as received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the right ventricular lead was explanted.